Event description:
It was reported, the patient experienced a burning sensation all the time. The burning was accompanied with continued low back pain with bilateral lower extremity pain. It was reported there was ineffective electrode placement. The patient was seen on (B)(6) 2009. Palpation caused a burning sensation. Impedance measurements were normal. The lead was replaced on (B)(6) 2010. The patient's generator was depleted and replaced at the same time. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).